Manufacturer narrative:
The product was not returned and the lot number was not reported. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported upon use of the product she immediately experienced itching eyes. At that time, the consumer thought it was something environmental. The consumer reported visiting a doctor as the itching progressed and was diagnosed with an infection in both eyes. Consumer reports she was prescribed eye drops for the infection and told to switch solutions. Consumer recovered with treatment. Medical information was requested but not received.